Manufacturer narrative:
The event unit is not being returned and no lot # has been provided to the manufacturer. However, sterile units have been returned. A final report will be sent once the results have been analyzed.

Event description:
Procedure performed: laparoscopic cholecystectomy. "After clip applier fired multiple malformed clips, it then locked in the close position. Clip appliers from lot# 1320890, 1318119, 1319514, 1321307 will be returned". No patient injury or illness occurred associated with the complaint event. Additional information was received via telephone on 20apr2018 at 9:24am from, applied medical health system implementation specialist. The event device was discarded and is not available for return. Due to the event, the hospital is returning all of the remaining sterile clip appliers, as they refuse to use them in the future. It was unknown if the event occurred when the first clip was actuated or subsequent actuation. The hospital uses applied medical trocars. The rep was not present for the case. Limited information was available. The facility will return 1 box of each lot# 1320890, 1318119, 1319514 and will return 2 boxes of lot #1321307. Additional information was received via email on 20apr2018 from, applied medical implementation specialist. "The device did not jam on a vessel or tissue, and there was no patient injury reported to me. The surgeon did not know what clip first malformed. The surgeon did report that after noticing a clip was malformed he then removed the device from the patient's body and fired off several more clips, but could not specify how many additional clips were fired. The surgeon reported that each of the additional clips fired were malformed. Finally, the surgeon reported that after firing multiple malformed clips the device then locked in the closed position. The staff then proceeded to throw away the device." It is unknown if the surgeon torqued the jaws on vessel or tubular structure. It is unknown if the clip closed over thick dense tissue. It is unknown if the surgeon skeletonized tissue while the clip was loaded in the jaw. Patient status: no patient injury or illness occurred associated with the complaint event.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation, and the lot number was not provided. However, eighteen representative sterile units were returned. Testing was performed on all representative units. The complainant's experience could not be replicated or confirmed as all units met current specifications and there were no visible non-conformances. In the absence of the event unit, it is difficult to determine the exact root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.